Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 528 mg/dl and a correction bolus was delivered. Customer thought sickness and food were cause of elevated bg. Pump system check was performed and the pump time was incorrect as the customer had not adjusted for daylight savings. Tandem technical support assisted the customer with correcting the time.